Event description:
It is reported that the pt is experiencing lack of range of motion and high ion levels. It is also reported that the pt underwent an aspiration on (B)(6) 2014. A revision surgery is planned.

Manufacturer narrative:
The stem's item number was returned, however the lot number remains unknown and thus a complaint history search and DHR review cannot be performed. These devices were used in the treatment of a disease. Product compatability from the zimmer hip registry form was reviewed with no issues noted. The additional information does not change the previous investigation results.

Manufacturer narrative:
Primary operative notes were received and were unremarkable. Aspiration procedure notes were reviewed and noted that no fluid could be obtained despite numerous attempts. Office visit notes from (B)(6) 2011 state the pt is doing well but is quite stiff and needs further therapy. Lab reports state high cobalt ion levels. An MRI performed in (B)(6) 2014, notes no solid or cystic pseudotumor present within the joint, and no fluid collection. Progress notes from (B)(6) 2014, state the pt is experiencing froin pain, which has gotten slightly better with physical therapy. (B)(6) 2014, progress notes state that the pt never did his formal surgery. Mild psoas tendinitis is also noted. Two x-rays provided from (B)(6) 2014 which shows a well placed femoral stem. From the info provided, a definitive root cause cannot be stated. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.